Manufacturer narrative:
Concomitant: product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger. Product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient had a loss of pain relief despite turning their stimulation up. The patient was no longer using their device since it was not effective in relieving their pain. Intervention included reprogramming but the reprogramming was unsuccessful. Impedances were checked and were within normal range. The patient had refused additional reprogramming and wanted their device explanted. The etiology was noted as not due to programming. The event was possibly related to the device or therapy and not related to the implant procedure. The outcome was noted as ongoing with no further action needed. If additional information is received a follow-up report will be sent.